Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified proximal to mid of the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated from 6atm to 12atm, however it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.